Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The patient reported that she first noticed the alleged inaccuracy on (B)(6) 2016, at 8.39 am, alleging that she obtained inaccurate blood glucose results of ¿152 and 37 mg/dl¿ on the subject meter, performed greater than 20 minutes of each other. The blood glucose tests were performed greater than 20 minutes apart, therefor the time difference between these readings exceeds lfs¿ criteria for a valid comparison. The patient informed the csr that she manages her diabetes with insulin (self-adjuster, usual dose 16 units) and metformin 1500 mg, and denied making any changes to her usual diabetes management routine as a result of the alleged issue. The patient reported that on (B)(6) 2016, at an unknown time, she woke up with symptoms of ¿hard to breath, problems with talking and moving¿. She then tested her blood glucose and obtained the ¿152 mg/dl¿, she retested 30 minutes later and obtained ¿37 mg/dl¿. In response to the symptoms she drank some orange juice and called the emergency services who arrived at 9.30 am. The patient reported they treated her with ¿oxygen¿ and monitored her blood pressure and blood glucose, obtaining a result of ¿106 mg/dl¿. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the sample was taken from an approved sample site. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event and it cannot be determined when the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.